Event description:
It was reported by a customer in the USA that, during logging on of an 840 ventilator, the graphic user interface (gui) exhibited error codes and the unit became inoperable.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. Tse recommended the customer to try duplicating the malfunction, and to replace the breath delivery (bd) central processing unit (cpu). The eval and repair has not yet begun. Covidien ref. # (B)(4).